Manufacturer narrative:
On 18-jan-2020, mentor became aware that the patient also experienced left-sided capsular contracture, baker grade unknown. The surgeon discovered severe contracture occurred of the left capsule during the explantation and replacement surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a 325cc mentor smooth round moderate profile saline breast implant and experienced postoperative left-sided deflation. The deflation was confirmed by a physician. As a result, the patient is scheduled to undergo explantation on (B)(6) 2019.

Manufacturer narrative:
On 01-oct-2019, mentor received the suspect medical device and additional information regarding replacement device. Patient underwent replacement with 350cc mentor smooth round moderate plus profile, catalog # 3502350, left serial # (B)(6). And right serial # (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05-nov-2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation on the implant. During the evaluation of the device, it was noticed a tear in the union between the valve and shell at the anterior aspect. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).